Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a 70mm aaa . It was reported that the patient developed a cerebral infarction post-procedure and expired. According to the physician, the cause of the cerebral infarction was that the calcification near the base of the brachiocephalic artery was removed with the bare part of the valiant tip, and this was identified as the cause of death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amf4642c150tj, serial/lot #: (B)(6), ubd: 18-dec-2025, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.